Event description:
Severe reaction in left eye: very red, watery, painful. Eye dr was seen first thing monday am. Diagnosis possible fungual infection. Was placed on very expensive eye drops. Missed several days of work. Aggressive tx over two weeks. Vision not back to pre-infection. All solutions and makeup were thrown away at time of infection.